Event description:
In 2008, the lay user/pt contacted lifescan alleging the one touch ultra link meter prompted the "apply blood" message. The pt did not allege any symptoms and denied seeking medical attention. The pt did not take any action regarding diabetes treatment due to the issue. During the troubleshooting call, it was determined that the technique for sample application was correct. The test strips drew the sample into the test area. The product not new (out of box). The issue was not resolved when testing with a new vial of test strips. This complaint is being reported because the product issue was not resolved during troubleshooting. The pt did not suffer any symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.